Manufacturer narrative:
A (B)(6) male with a history of coronary artery disease, unstable angina with percutaneous coronary intervention (pci) and stenting in circumflex- 2002, atrial fibrillation (status post-ablation) on oral anticoagulant, dyslipidemia, diabetes type 2, gastro esophageal reflux disease (gerd) and obesity presented with evidence of myocardial ischemia. Coronary angiography showed significant stenosis (80%) with positive fractional flow reserve (ffr) (0.71) in the mid left anterior descending (lad), 60% stenosis with negative ffr (0.86) in the mid right coronary artery (rca) and 40% stenosis in previously implanted stent in the proximal circumflex. The patient was enrolled in cobra reduce and received 2.5x15 mm cobra pzf stent in the mid lad. Pre and post dilation were performed. The other lesions were not treated. The patient returned for checkup approximately 4 months after the index procedure, and presented with jaw pain, angina equivalent, during exercise. Coronary angiography was performed and showed 95% in-stent restenosis in the mid lad, 50% stenosis in mid rca and 50% stenosis in the proximal circumflex and mild in-stent restenosis in previously implanted stent. A drug eluting stent was placed in the mid lad with no complication. The investigator and sponsor believe the event is possibly related to the device and possibly related to the procedure. Restenosis is an anticipated issue after pci and the cause of it is difficult to determine whether it is specific to reduced device efficacy or disease progression. Restenosis is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure.

Event description:
Patient was brought to the cath lab after a month and a half of chest pain. On cath, was found to have severe in-stent restenosis of the cobra stent that was placed in the mid left anterior descending (lad) in (B)(6) 2017. A drug eluting stent (des) was placed over the cobra stent and the patient was restarted on plavix. Patient is enrolled in reduce study, adverse event occurred in us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient received a cobra pzf stent on (B)(6) 2017 in the mid left anterior descending artery (lad) as part if the reduce trial. The patient was seen as an outpatient on (B)(6) 2017 with recurrence of angina. An outpatient angiography was performed on (B)(6) 2017 showing severe in-stent restenosis within the mid lad study stent. The lesion was treated successfully with a drug-eluting stent and the patient was discharged with reintroduction of clopidogrel. The investigator indicated a possible relationship to the device and/or procedure. The preliminary analysis of potential root cause could not be performed at this time due to limited information available. Relevant pre-existing medical conditions: ex-smoker.

Event description:
Patient was brought to the cath lab after a month and a half of chest pain. On cath, was found to have severe in-stent restenosis of the cobra stent that was placed in the mid left anterior descending artery (lad) in (B)(6) 2017. A drug eluting stent (des) was placed over the cobra stent and the patient was restarted on plavix. Patient is enrolled in (B)(6) study, adverse event occurred in u.s.